Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history, it was noted that a partial programming event occurred that caused an unintended change in device settings. The settings were not corrected at the time of the event, as a final interrogation was not performed prior to the patient leaving the clinic as indicated in manufacturer labeling. Upon initial interrogation on (B)(6) 2014, the output currents were at 0ma.

Event description:
Product information for the programming handheld and software on the date of event was obtained.